Event description:
It was reported that occlusion alarms occurred. The customer changed the pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.